Event description:
It was reported that the patient presented in hospital with recurrent infection. The pacemaker, right atrial lead, and right ventricular lead were explanted. Patient was stable post procedure.